Manufacturer narrative:
The reported issue was confirmed- manufacturing related. Video sample was received showing that the catheter had a leak in the funnel. Received 1 opened and 1 unopened all silicone foley catheter. Verified material number 175812 and manufacturing lot number ngjs0237. Visual inspection noted no obvious observations. Attempted to inflate catheter with 10ml of mbs and leaked out of a tear on the catheter's funnel measuring 0.3175 in. This does not meet specification which states "missing, damaged, leaking, torn, broken, incomplete or incorrect components are not permitted, the clamp must be closed". The labeling is found to be adequate. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the defective foleys urethral catheter had crack close to the balloon inflating port, failed to inflate the balloon following insertion of the catheter. It did appear to have a split in the section where it was joined, and confirmed the package was not damaged or did not have any damage from other instruments or other external impact.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the defective foleys urethral catheter had crack close to the balloon inflating port, failed to inflate the balloon following insertion of the catheter. It did appear to have a split in the section where it was joined, and confirmed the package was not damaged or did not have any damage from other instruments or other external impact.